Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. Concomitant products: model 3608, ipg, date of implant unknown. Other devices unknown.

Event description:
The patient reports he turned off his scs system and has not used the scs system in years. The patient reports approximately one month ago he experienced an overstimulation sensation every day. In addition, the patient reports he feels as if the stimulation turns on/off during the day and when the stimulation turns on it causes an overstimulation sensation which radiates through his lower body. Troubleshooting was performed and advice was given which did not resolve the issue thus the patient is requesting an explant. Surgical intervention may be pending to address this issue.